Event description:
A malfunction was reported on a pump, but no notable events preceded this issue. There was no adverse impact to the customer¿s blood glucose level. Technical support provided information to reset the pump and assisted the caller with the reset. After resetting, the malfunction code did not recur, and the customer was informed that they could continue using the pump with instructions to call back if any issues arose.